Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. However, an alert 4-user parameters corrupted alert issue was identified.